Event description:
It was reported that the cuff broke from the catheter body three months after implantation. The pt lost a lot of blood and she took another catheter instead.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A lot history review (lhr) of reub0233 showed no other similar product complaint(s) from this lot number.